Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy, the surgeon tried to fire two atw35s and was getting two rows of half formed staples with no cutting in between. Multiple reloads were tried with the same result. However, when both guns were dry-fired on a piece of paper they did not malfunction. Rep is also returning 19 tr35w reloads because there was no separation of product. Only 5 of the reloads were used in the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49997. Ees #.981436/c. Device b. D5;h4; information available, device not returned for analysis.